Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received with motor safety circuit failed test. The customer¿s blood glucose level was 22 mmol/l at the time of the incident. Customer stated the piston of the insulin pump is not working. The pump hasn¿t been bumped or dropped, neither exposed to magnetic fields. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack and home switch was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38.